Manufacturer narrative:
(B)(4). The reported patient effects of cerebrovascular accident, seizures, and restenosis are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that an acculink stent was implanted in a left internal carotid artery (ica) and approximately 11 months later, on (B)(6) 2013, the patient had right sided weakness, facial droop and increased sudden confusion onset at home. The patient was hospitalized, there was a diagnosis of a cerebral vascular accident (cva) and tissue plasminogen activator (tpa) was administered as treatment. Reportedly, the physician stated that the cerebral vascular accident (cva) distribution seems to be in the vertebral distribution, but the acculink stent in the internal carotid artery (ica) had 60% stenosis. A test for seizures with an electroencephalogram (eeg) was done and the patient was started on an anti-seizure medication, even though test was equivocal. The symptoms are listed as continuing. There was no additional information provided

Event description:
Additional information received that on (B)(6) 2014 the patient had either another left cva or a transient ischemic attack (tia). The physician is uncertain at this time, but there was 80% restenosis of the acculink stent found. The patient was admitted to the hospital on (B)(6) 2014 and another non-abbott stent was implanted in the left internal carotid artery as treatment. The event resolved on (B)(6) 2014. The patient was discharged on (B)(6) 2014. There was no additional information provided.

Manufacturer narrative:
(B)(4).